Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6)2024 wherein the ipg was explanted and replaced to address the issue. Additional information also reports that the patient had lost weight prior the surgical intervention undertaken on (B)(6) 2024.